Event description:
Information was received indicating that the smiths medfusion 3500 syringe pump displayed a system failure for the clutch. There were no adverse events reported.

Manufacturer narrative:
One medfusion 3500 pump due to displaying a clutch issue. There was a force sensor test error in history. Start up was performed and the reported issue was confirmed. The force was stuck at 27lbs with no pressure applied to the sensor. The force sensor was replaced which resolved the problem. Defective components were replaced and the device was recalibrated.